Event description:
Rptr has had multiple problems with this device, including sets that cannot be activated after assembly, and one incidence of visible debris in a reconstituted vial of zithromax 500mg - lot 41405a - noted by the nursing staff prior to administration.